Event description:
It was reported upon receiving and opening the product the customer found 6 pouches with "fat marks" on the pouch on the back of the tap. The product was not used on any patients.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.